Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the temporary basal rate in the infusion device was programmed at 25% during 4 hours. The customer alleged that he didn't program this temporary basal rate and could not explain how the basal rate was programmed. No adverse event reported. Return of the suspect device was requested for evaluation.